Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting oversensing. During the replacement of the implantable cardioverter defibrillator (ICD) this lead was found to have insulation damage and multiple insulation abrasions. The lead was repaced with a new endotak lead.